Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant check te messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief damaging internal wires. The root cause of the pulled cable is excessive force placed on the cable. In addition, the pulse wire in the cable connecting the dn and ECG electrode c and d had migrated outside of the cabling and induced a failure within the ECG electrode. A root cause investigation is underway. An internal corrective action has been initiated. No adverse event resulted from the damaged cables and wires.

Event description:
A us distributor contacted zoll to report that a patient was experiencing constant check therapy pad messages.